Event description:
Boston scientific received information that an alert was detected for low shock impedance on this right ventricular (rv) lead. The patient's impedances has dropped to less than 20 ohms in (B)(6) 2011. The impedances have since then been stable at about 50 ohms. Boston scientific technical services (ts) was contacted and discussed that the patient should be brought back in for additional testing as well as checking for noise and the pace impedance measurements. No adverse patient effects were reported. Additional information received from the local sales representative states that this patient was brought back in for testing. No intervention or reprogrammed took place. No adverse patient effects were reported.

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time the rv lead remains in service. Should additional information become available this investigation will be updated.